Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and a21 error test. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating motor error, battery out limit and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 580+ mg/dl. The customer treated with lancets and syringes. The customer stated that the alarm did not occur during manual prime. The customer stated that the pump alarmed after battery change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer will be sent a replacement pump.